Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 17 years 11 months post implant of this aortic bioprosthetic valve, it was replaced valve-in-valve with a transcatheter valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to severe stenosis. If information is provided in the future, a supplemental report will be issued.